Event description:
It was later reported on (B)(6) 2014 that the impedance measurements with electrode #15 were greater than 10,000 ohms when the device was interrogated on (B)(6) 2012. The device was also interrogated on (B)(6) 2012 and there were no out of range impedance measurements.

Event description:
It was reported, the patient had the battery replaced due to battery end of life (eol) and resolved without sequelae. It was noted there were no signs or symptoms. It was further reported, the patient expected device to last 5-10 years.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was using their stimulator non-stop/24 hours a day. It was noted that at their visit in (B)(6) 2012, 10 months after implant the patient had used the device 6100 hrs. It was logged the patient opted for a rechargeable device for their replacement on (B)(6) 2013.

Manufacturer narrative:
(B)(4).